Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed one reboot event associated with a battery replacement on (B)(4) 2014. The battery compartment and battery cap was undamaged and the battery cap was able to secure properly and maintain an electrical connection. The battery cap contacts were found to be within specification. The battery cap was secured and then unscrewed a half turn with no reboots occurring. The pump was exercised for 24 hours with no power issues occurring. There was no intermittent condition found to the power circuit. The pump performed within specifications; no defect was found on investigation. The complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was no visible physical damage to the battery compartment or the battery cap. The reporter confirmed that the battery cap was properly secured to the pump, and noted that the issue did not resolve when a new battery was inserted into the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.